Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-11173, reference manufacturer report number: 1627487-2019-11174. It was reported that the patient had a full system explant. Follow up identified that the patient was explanted due to the patient having a difficult time with skin integrity. The patient elected to remove the system in hopes that her skin would heal.